Event description:
The system was reported by the physicist to be out of specifications. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and the customer stated the system was charged overnight. The ge fse measured boost mode dose rate of 10.42 r/min with a technique of 120kv and 12ma. At standard fluoro technique of 120 kv and 5.0ma, the output was measured at 7.46 r/min. The system operates as intended and within specifications.